Manufacturer narrative:
(B)(4). Macroscopic observation confirms head breakage. Witness marks noted on top and upper sides of returned fragment. Fracture surface analysis reveals a quasi-brittle fracture with no indication of fatigue. Plastic deformation noted on thread flanks. The location and nature of fracture suggests bend stress overload as the mechanism of failure, due to the partial seating of the counter torque, in conjunction with misalignment of screwdriver during final tightening. Ap and lateral construct at t2-t3. Reported tulip fracture of pedicle screw is not identified. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure for t6-t9 anterior release and for t2-l3 posterior fusion. During the process of final tightening of the set screws to the rod, the screwdriver was placed over the setscrew and counter torque was positioned over the head of the pedicle screw. While slight medial pressure of the counter torque preceded, the medial portion of the "tulip" of the pedicle screw fractured. The top of the screw was removed but the remainder of the screw remained in the patient. At this time, no further patient complications have been reported.